Event description:
It was reported that during a da vinci hysterectomy procedure, the bands on the end snapped on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.